Manufacturer narrative:
Not returned.

Event description:
Mobi-c p&f us revision.

Manufacturer narrative:
Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of revision x-rays provided did not show an implant migration, per-op and pre-op x-rays are required to confirm the migration. Regarding information provided, root cause of revision is unknown but believed not device malfunction related. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, another report will be sent. Note: device was directly sent by the reporter to the subcontractor for destructive test. But it is not expected that the result of this test will provide relevant additional information concerning the root cause (not event related). So no need to wait for this result to close the corresponding complaint. If conclusions of this test finally have an impact on the complaint, it will be reopened. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision. Initial surgery on (B)(6) 2015. Revision on (B)(6) 2017 due to disc migration. According to the surgeon: upper endplate migrates anteriorally device replaced by fusion.